Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 82.3cm from the strain relief. The separated ends were jagged and ovaled in shape indicating the device was kinked prior to separation. At 3cm proximal from the proximal portion of the separation, the hypotube of the device was kinked. There was contrast in the inflation lumen and blood in the balloon folds. The balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that a shaft break occurred. The patient underwent a percutaneous coronary intervention on the stenosed target lesion, located in the tortuous and calcified hemostatic valve. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for treatment. However, during preparation of the procedure outside the patient, the nc quantum apex balloon catheter shaft broke in the middle. The nc quantum apex balloon catheter was retrieved and unwound from the guidewire without harming the patient. The procedure was completed with another nc quantum apex balloon catheter. No complications were reported.

Event description:
It was reported that shaft break occurred. The patient underwent a percutaneous coronary intervention on the stenosed targeted lesion was located in the tortuous and calcified hemostatic valve. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for treatment. However, during procedure outside, the balloon shaft broke. Since this occurred outside the patient and the hemostatic valve, the device was retrieved and unwound from the wire without harming the patient. The procedure was completed with another device. No complications were reported and the patient status was stable.